Manufacturer narrative:
Evaluation summary: the condition of the pump's main batteries failing a battery test was confirmed during product evaluation. The main batteries were damaged and therefore the battteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
During product evaluation, the pump's main batteries had failed the battery test. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.